Event description:
It was reported that this right atrial (ra) lead was surgically capped and replaced due to high out of range pacing impedances. The lead was tested on the pacing system analyzer (psa) during the procedure and the impedances remained out of range. No adverse patient effects were reported.